Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller stated the right leg of the lift has bent and the caster is no longer flush onto the floor.